Event description:
Customer reported that the hold button is missing. There was no visible damaged reported. The customer did not provide the date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product revealed the unit powers up, but the alarm does not sound. The hold button has been torn out and is missing. One of the battery springs is bent. Note: the instruction for use has a warning statement. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. Take care not to damage battery contacts. (B)(4).